Event description:
Additional information was received for this (B)(4) study patient/addendum: cec adjudication minutes were reviewed. The committee disagreed with the codes of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). This is in accordance with the file as it stands. The committee agreed with the coding of and arc (peri-procedural pci). This event has not been previously captured. The file will be updated with the addition of a code for mi and processed accordingly. As reported via the (B)(4) study, a patient was admitted with shortness of breath and weakness approximately three weeks after the index procedure. They were treated with intravenous normal saline in the ER and the symptoms resolved. ECG and cardiac biomarkers were negative and the patient was diagnosed with dehydration due to vomiting. According to the investigator, the event was not related to cordis products. At the time of the index procedure, treatment was provided for lesions in the proximal rca and the mid lad. The indication for the index procedure was unstable angina with acute coronary syndrome. The lad lesion was 20mm in length, de novo and 90% stenosed. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.0 x 20mm balloon at 15atm. A 2.5 x 28mm cypher rx was implanted at 24atm and the stent was post-dilated with a 2.5 x 20mm balloon at 30atm. The proximal rca lesion was 25mm in length, de novo, and 80% stenosed. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.0 x 20mm balloon at 24atm and a 3.0 x 33mm cypher rx was implanted at 20atm and a 3.0 x 8mm cypher rx was implanted proximal to the initial stent with overlap to fully cover the lesion. The stents were not post-dilated. It was reported that there were no angiographic complications or product malfunctions during the procedure and the post-procedure timi flow was 3. The patient was discharged the following day.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including angina, family history of coronary artery disease, unstable angina pectoris, hypertension, smoking within 30 days of index procedure, and hemicolectomy due to diverticulitis and rupture. At the time of the index procedure, treatment was provided for lesions in the proximal rca and the mid lad. The indication for the index procedure was unstable angina with acute coronary syndrome. The lad lesion was 20 mm in length, de novo and 90% stenosed. The reference vessel was 2.5 mm in diameter. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 15 atm. A 2.5 x 28 mm cypher rx was implanted at 24 atm and the stent was post-dilated with a 2.5 x 20 mm balloon at 30 atm. The proximal rca lesion was 25 mm in length, de novo, and 80% stenosed. The reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 24 atm and a 3.0 x 33 mm cypher rx was implanted at 20 atm and a 3.0 x 8 mm cypher rx was implanted proximal to the initial stent with overlap to fully cover the lesion. The stents were not post-dilated. It was reported that there were no angiographic complications or product malfunctions during the procedure and the post-procedure timi flow was 3. (B)(6) 2011 (pre-procedure): ck 97 (uln 195), ckmb 2.0 (uln 6.3), troponin I 0.01 (uln 0.03). (B)(6) 2011 (6 to 12 hours post): ck 99 (uln 195), ckmb 2.5 (uln 6.3), troponin I 0.17 (uln0.03). (B)(6) 2011 (12 to 24 hours post): ck 146 (uln 195), ckmb 4.1 (uln 6.3), troponin 0.03 (uln 0.38). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15266066 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00263, # 3003742446-2012-00264 and # 3003742446-2012-00265.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00263, # 3003742446-2012-00264 and # 3003742446-2012-00265.